Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Section d10: concomitant medical products logic tibia ps mod insrt sz 3.5 11mm (cat# 02-012-35-3511 / serial# (B)(6)).

Manufacturer narrative:
Concomitant device logic femoral ps cem right sz 3.5 (cat# 02-010-01-0335 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8.5 yr postop the initial rtka, the (B)(6) y/o female patient complained of pain. As the surgeon went into revise the knee, the femur was loose. He removed the 3.5 right femur along with the tibial insert. Patient was last known to be in stable condition following the event. The devices will be returned.